Event description:
The customer reported that she had a motor error alarm on the insulin pump. Customer's blood glucose was 450 mg/dl. Customer got off the plane and stated that she will treat with syringes. Customer was in a car and was unable to find a blunt object such as a pen or pencil. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer also mentioned that she had a high blood glucose and was hospitalized 6 years ago.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.